Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device will not be returned to baxter because it was serviced on-site and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Device evaluation: customer technical services (cts) evaluated the facility's compounding practices and alarms on-site. Cts watched the customer compound without any alarms or errors. Cts provided suggestions and evaluated the existing ups and flow hood, but could not find anything wrong with the facility's compounding practices to induce the alarms. The reported condition was not confirmed or duplicated during on-site evaluation.

Event description:
The facility reported a micromix compounder in which the start key was intermittently inoperative on the handheld. This condition occurred during compounding in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.